Event description:
On 11/2/99, the cd3500sl needle did not retract properly from a specimen container. The customer did not realize that the specimen had been diluted, until discrepant results were obtained from a redraw prior to a transfusion. The pt was not treated based upon the spurious results. No further pt info provided. No report of injury.